Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a codman microsensor could not be detected. After implantation on (B)(6) 2021, ¿the microsensor could not be detected by the icp and then the physician changed with another icp which still could not detect the microsensor. Therefore, the problem was with the microsensor. Finally, the physician changed with another of the same device to complete the procedure.¿

Manufacturer narrative:
The microsesor was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - received catheter in drainage tube. Internal wires are broken inside catheter at drainage tube (x-ray). Catheter material kinked 7cm from drainage tube. No testing possible. The complaint was confirmed in the failure analysis. The root cause is ¿mishandling of the catheter¿.

Event description:
N/a.